Manufacturer narrative:
Event, death, implant date is estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The reported patient effect of death, as listed in the multi-link vision coronary stent system, instructions for use is a known patient effect that may be associated with coronary stenting. A review of the lot history record and complaint history could not be conducted because the lot and part number were not provided. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report number. The xience v devices referenced are being filed under a separate medwatch report number. Article attached titled: 10-year follow-up of patients with everolimus-eluting versus bare-metal stents after st-segment elevation myocardial infarction.

Event description:
It was reported through a research article identifying xience v drug-eluting stents and multilink vision bare metal stents that may be related to the following: myocardial infarctions, stent thrombosis, target vessel revascularization, and deaths. Details are listed in the attached article, titled "10-year follow-up of patients with everolimus-eluting versus bare-metal stents after st-segment elevation myocardial infarction".